Event description:
I had the mesh implant boston scientific done in march and ever since then I have pain. Not been able to be intimate with spouse. Had scar tissue removed in (B)(6). Had infections and incontinence. Still not very happy and now take pelvic pain physical therapy for it.